Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors had broken insulation. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have thermal damage on the distal tube extension. The distal tube extension exhibited localized melting damage. The site did not return the tip cover for the failure analysis.